Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported event could not be conclusively established through this investigation. It was reported that the patient had tarry stools and was diagnosed with ischemia bowel disease on (B)(6) 2021. The patient then expired on (B)(6) 2021 due to multi-organ failure. The patient was dnr. No autopsy was performed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction, as well as death, as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had tarry stool and was diagnosed with ischemia bowel on (B)(6) 2021. The family decided on a do-not-resuscitate order, as the patient was unstable, and the patient passed away (B)(6) 2021 due to multi-system organ failure.